Event description:
It was reported the patient was admitted to the critical care unit on (B)(6) 2015, diagnosis unknown, and was placed in a low air loss bed with gel air overlay since admission. In addition, a foam heel dressing was placed on an intact sacrum (diagnosis unknown) as a preventive measures (per the facility's protocol). When the foam was removed, it was discovered that the patient developed a six centimeter by three centimeter deep tissue injury to the sacral area initially covered by the dressing. There was no open skin but the area was allegedly deep purple in color and "non-blanchable". No further information was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).